Event description:
Mechanical ventilator was placed on pt immediately post-op (cardiac valve replacement surgery). Pt's blood pressure dropped & respiratory therapist noticed that ventilator was delivering 20 centimeters of positive and expiratory pressure (peep). No peep had been set on the ventilator. The ventilator was removed after about 10 to 20 seconds & the pt was ventilated with a manual resuscitator & subsequently placed on another ventilator. Pt had to return to surgery a short time later & underwent cardiac bypass because of a clot formation & air in right coronary artery.